Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was successfully implanted with a stable tine engagement. During the removal of the tether from the device, the device displayed a 'dancing motion', resulting in hi gh/varying thresholds following the implant, the device exhibited intermittent pacing failure, and high thresholds were observed when the patient was sitting up. The device will be explanted and replaced. No patient complications have been reported as a result of this event.